Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator unable to be interrogated due to premature battery depletion. The device was awaiting explant. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery, failure to interrogate, and no telemetry were confirmed. The device was received from the field without telemetry and battery having reached end of service. Attempts to interrogate and save the device image failed due to lack of telemetry caused by low battery voltage. Device image was requested from the field, but it was not available. Following x-ray evaluation, the pacer was cut-open, connected to an external power source and drain current measurement indicates slightly higher than normal. Thermal analysis performed indicated fluctuating current but the source of high current could not be isolated. The hybrid was analyzed by the manufacturer, but the high current could not be duplicated consistent with latch-up condition which depleted the battery prematurely.

Event description:
New information received notes that the pulse generator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.